Manufacturer narrative:
The manufacturer only investigated the returned sensor board.

Event description:
A ventilator's sensor board was returned to the manufacturer for evaluation. The device was not in patient use. During the investigation of the sensor board at the manufacturer's quality assurance laboratory, the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.